Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product/photographs provided identified the following: lot 2901578 damage to sterile pouch and blister with debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging and the porous coating. Device history record (DHR) was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. A corrective action has been initiated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported circulated items were inspected and identified the sterile package damaged. No patient involvement. No additional information.